Event description:
The customer observed smoke coming from the cell-dyn ruby analyzer. The customer also indicated that the electrical system was noisy. There was no injury to the instrument operator or impact to patient management reported.

Manufacturer narrative:
Initial reporter local telephone number: (B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. Abbott field service replaced the power supply and resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate for power specifications and electrical hazards. Based on the available information no product deficiency of the cell-dyn ruby analyzer, list number 08h67 was identified.